Event description:
Report received from israel stating that the device will not run. The device was not being used during surgery. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).